Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An osseotite® 2 implant 3.75 x 13mm (xfos313) and unknown biomet screw were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage, excessive bone/debris and a fracture on the threads on both implant and screw (screw inside implant). Device history record (DHR) review could not be performed, as the lot number associated with the reported unknown biomet screw product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information unknown biomet screw. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Email unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
The doctor reported on the per that the implant fractured and also reports a screw fracture. The doctor informs that the patient did not suffer any impact on his health and that the procedure was concluded with other implant.